Event description:
It was reported that the tenaculum forceps instrument has "fiberglass" coming off and nothing fell into patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Results/conclusions - the instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed that the distal end of main tube has a 1" long section with light material removed all around the tube. There is an area above this section with the appearance of light abrasions, however, the tube surface is smooth to the touch. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.